Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The icl was exchanged for a longer lens which resolved the problem. The patient's bcva was 20/25.

Manufacturer narrative:
(B)(4). Surgical procedure, secondary surgery. Explanted. Lens, vaulting, low. Lens not returned. (B)(4).